Manufacturer narrative:
Device not returned. Additional manufacturer narrative: endocarditis, occurring more than 60 days after heart valve surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Unfortunately, the annuloplasty ring was not returned to edwards for analysis; therefore, the root cause of this event cannot be confirmed. However, the surgeon has indicated that this event was not due to any device related issues. The source of the patient's infection was likely caused by the long-term dialysis via a demers catheter as reported. No further action are possible with the available information.

Event description:
(B)(4). It was reported via the implant patient registry that the mitral ring was explanted after an implant duration of approximately 1 year and 8 months. As stated by the surgeon. "The anulopastiering was explanted due to endokarditis with native valve destruction (staphylococcus aureus). The patient got this endocarditis after long-term dialysis via a demers catheter because of terminal renal failure. The ring and native valve had to be explanted and replaced by a prosthetic valve. The replacement was not performed because of device related problems." The device was explanted and the patient's mitral valve was replaced with a new edwards bioprosthetic valve. No other details provided.